Manufacturer narrative:
The reported event could not be confirmed. The device was not returned for evaluation. A potential failure mode could be ¿material not biocompatible¿ with a potential root cause of ¿patient sensitivity to materials¿. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿adverse reactions urinary tract infection bleeding from the urethra irritation of the urethra" correction: b2 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient experienced self limited bleeding from urinary tract infection. It was noted that urine was cloudy and had a burning sensation. Per follow up on (B)(6) 2020, the patients urologist prescribed the patient antibiotics.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient experienced self limited bleeding from urinary tract infection. It was noted that urine was cloudy and had a burning sensation.